Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that an ophthalmic forceps would not open after the device successfully grasped the membrane during a vitrectomy surgery. There was no report of patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in sections b.5, d.4 and h.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received further clarified that two pair of forceps retracted before use and then stopped at the time of the procedure. A third, alternate forceps was obtained in order to perform the procedure.

Manufacturer narrative:
Additional information is provided in sections d.4, d.10, h.3, h.6 and h.10. Two forceps samples were received in opened original packaging including the cover foil. Both returned samples show surgery residuals. The device history record for the affected lot was reviewed. The product was released according to acceptance criteria. A 100% final inspection is performed for this product. The two received samples were visually inspected with the aid of a photomicroscope with various magnifications. It was found that both forceps show surgery residuals. After cleaning, it was found that the tubes are loose which block the forceps from activating. The customer¿s complaint was confirmed. Root cause could be determined to be an improperly performed bonding procedure. Investigations performed in 2018 by the associated manufacturing site led to an improvement in the bonding process whereby an additional 4th gluing dot was applied instead of three, ensuring a better connection between the tip-tube and sleeve. The affected lots were reworked and tested. The operators were retrained and sensitized. Data will continue to be monitored for evidence of trending. The manufacturer internal reference number is: (B)(4).